Event description:
It was reported that about two minutes into the case, the pump started to accelerate at a high rate. The pump was turned off/on and tubing changed, the case continued. It ran fine for a few minutes then started accelerating again. The tubing was changed for the second time. Pump again ran fine for a few minutes then accelerated. Massive swelling from the patient`s knee to her thigh was noticed. At this point, the tourniquet was loosened. The pump was disconnected and the fluid pole was raised to continue with gravity. A good portion of the fluid was removed through massage. Case was a knee scope, loose body removal and carticel harvest. Post-op treatment included warm compression wraps and compression stocking. Patient was admitted overnight for observation. No compartment syndrome had been reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record review could not be performed as the lot number is unknown. Both sets of tubings had collapsed drip chamber bladders. The lot numbers of both tubing sets were unknown. First tubing set was tested at varying pressures and when pump output was clamped (for 30 sec.) At both pressures, the pump stopped. In the case of pressure at 120, the pump/tubing combination could not reach this pressure no matter how much backpressure was applied and the pump was running at it's maximum rpm. Second tubing set was tested at a pressure setting of 35. The pump/tubing could not reach this pressure but the pump would fail with error message "pressure fault." The pump was then function tested with a new tubing set and it performed as expected without any malfunctions. Based on the information provided and device evaluations, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided or by the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.